Manufacturer narrative:
An event regarding an alleged infection involving a triathlon insert was reported. The event was not confirmed. Conclusions: - device evaluation and results: not performed as no device was returned. - medical records received and evaluation: the provided medical information was reviewed by a consulting clinician who concluded: ¿there is no evidence the periprosthetic infection two-and-a-half years status-post implantation was related to factors of component design, manufacturing or materials¿. - device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. - complaint history review: there have been no other events for this lot or sterile lot indicated. Conclusions: the source of the infection could not be determined as clinical or past medical history data and operative reports were unavailable, and examination of the explanted components was not possible. However, discussions with sterilization sciences revealed that the introduction of the reported causative agent of this post-operation infection was not via the medical device. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient had tkr done roughly 2 1/2 years ago and has been doing excellent. He came is this week showing signs of infection. Group b strep was found and an ID poly exchange was performed.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was sent to pathology and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient had tkr done roughly 2 1/2 years ago and has been doing excellent. He came is this week showing signs of infection. Group b strep was found and an ID poly exchange was performed.